Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was not responding and per the patient's doctor the ipg was inoperable. The patient had surgery to replace the ipg with effective stimulation restored post-operatively.